Manufacturer narrative:
Evaluation summary: product history and batch records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The device was not returned for analysis. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional information by phone and fax. A completed questionnaire was not received.

Event description:
Following an intraocular lens (iol) implant surgery a healthcare worker reported a patient to be complaining of glare and blurry vision. The lens was exchanged for another lens of a different model. The device was not returned for analysis.

Manufacturer narrative:
(B)(4).

Event description:
In a follow up report the surgeon reported the intraocular lens (iol) to have rotated off axis. The surgeon was aiming for a myopic monovision effect which was not achieved.